Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed due to urine leaks when carrying heavy goods or cough sometimes and was examined by the physician a the hospital one month before the replacement surgery. No detailed explanation for the urine leak was provided. A new artificial urinary sphincter was implanted. The patient got better after the surgery. No pad was needed after aus transplant. The patient was stable and the event resolved.

Manufacturer narrative:
H3 device evaluation: the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device, revealed no other damage or irregularities that would affect the functionality of the device. Product analysis was unable to confirm the urinary incontinence issues.

Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed due to urine leaks when carrying heavy goods or cough sometimes and was examined by the physician at the hospital one month before the replacement surgery. No detailed explanation for the urine leak was provided. A new artificial urinary sphincter was implanted. The patient got better after the surgery. No pad was needed after aus transplant. The patient was stable and the event resolved.